Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted. Technical services (ts) analyzed device episode data and found oversensing of noise on the right ventricular (rv) lead channel. The physician elected to explant and replace the non-boston scientific right atrial (ra) and left ventricular (lv) leads at this time. A new crt-d was successfully placed. It was also noted that the rv pacing impedances had been jumpy over the past year but had remained within normal range. Prior to explant, this system had two active rv leads, which was considered to be off-label use. No additional adverse patient effects were reported.